Event description:
On (B)(6)/2009, pt reported while priming through her infusion tubing, she stated she noticed air bubbles in the tubing. Pt reported she primed all of the air bubbles out. She stated the air bubbles were small in size, changed the adapter "recently" and changed her infusion set earlier today and during a call. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt reported she disposed of the tubing. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.